Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search did find another reported incident against the provided product / lot combination but it was from the same patient and no product defect was noted. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc related (B)(4). This pc report a fracture around the stem. The primary surgery was performed on (B)(6) 2017. It was reported that the patient has had a fracture around the stem (p/n: 961102500) (the date was unknown). The fracture was fixed with an unknown hook plate. The date of surgery was unknown. No further information is available.